Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2020, a 25 mm epic stented porcine heart valve w/flexfit system was implanted for a aortic valve replacement (avr) procedure. After the surgery, the patient was sent to the ICU, and had a thoracic drainage due to fluid accumulation. The patient was treated with albumin and cryoprecipitate, but there was still plenty of thoracic drainage fluid. Therefore, on the same day, the patient had an exploratory thoracotomy and debridement of hemopericardium. The surgery was successful. On (B)(6) 2020, the patient was transferred to the general ward. On (B)(6) 2020, the pericardium drainage tube and mediastinal drainage tube were removed. On (B)(6) 2020, the patient felt chest tightness, especially on their right side. A doppler ultrasound was performed and revealed that there was pleural effusion on both of their sides. A chest drainage tube was then placed on their right side. On (B)(6) 2020, a chest drainage tube was placed on their left side. On (B)(6) 2020, both chest drainage tubes were removed. On (B)(6) 2020, an echo was performed and showed that the valve was working normally. The physician believes that the cause of the event was a surgical injury from the avr procedure. The patient was recovered well and was discharged (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
An event of "chest tightness" and "pleural effusion" was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.